Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report no video in the right eye at the console. The tse reviewed the system logs and found no errors, then had the customer check for video in the right eye at the tower, where there was also no video. The customer was instructed to perform a hard power cycle of the vision tower, after which video returned, but the right-eye image at the console was flickering like a strobe light while the right-eye video at the tower appeared normal. The blue fiber cable was then checked and confirmed to be good with a blue indicator light. A hard power cycle of the console was performed, but the flickering in the right eye persisted. The customer was then instructed to switch to 2d mode and to use the left display, but the right-eye image continued to strobe and flicker, and the system could not be used in that condition. The call ended while the customer was still determining how to proceed and considering trying a spare blue fiber cable. The customer swapped out the endoscope and issue remained. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did 3 power cycles and a test drive with the scope the customer left. No issues with either right or left eye. Image and video provided. No errors in logs. The system was tested and verified as ready for use.

Manufacturer narrative:
Updated fields: a2, a3, a4, a5, b1, b2, b7, g3, g6, h1, h2, h6, h11. The issue occurred prior to start of the procedure after port placement. The reported issue was not initially resolved after troubleshooting, and the procedure was aborted because the surgeon did not think they could safely complete the case on the da vinci at that time. A second case scheduled for that day was also cancelled due to the robot not functioning correctly. The procedure was later performed on (B)(6) 2026 and was completed as scheduled using the same da vinci robot.

Event description:
Refer to h11 for follow-up information.